Event description:
A nurse contacted baxter to report a home patient had abdominal pain 30 minutes into the first dwell and had system error 2240 at either 4 or 5 cycle. Went to hospital and had an abdominal x ray which suspected air in the peritoneal membrane. There was patient involvement.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The product code is unknown therefore, the 510 k number is unknown. The lot number was not provided; therefore, a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.